Event description:
Customer reported, the insulin pump alarmed no delivery during basal. Customer stated when the alarm first occurred customer just suspended the device. Customer's blood glucose was 177 mg/dl. Customer was advised to perform a fixed prime, insulin did exit, and device alarmed no delivery. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to run manual prime, the device alarmed. Customer was advised to do a complete set change and stated alarm maybe caused by a reservoir or set occlusion. Customer emailed later and stated that at night her device alarmed no delivery again during the night. When she woke up her blood glucose was high so she did a complete set change and was able to lower her blood glucose to 122 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.